Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The proximal set-up joint (psuj3) was analyzed and found to trigger the same error at startup thus replicating the issue. The psuj was installed on a test fixture and failed nodes a, b, and c check during programming. A known good fiber was installed but the issue persisted so the axis controller setup (acu) printed circuit assembly (pca) was swapped for a known good one and the issue was resolved. The complaint was confirmed based on the field evaluation. The probable root cause is due to an issue with the acu board within the psuj. This issue can be resolved by the fse replacing the psuj.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the replaced inner proximal set-up joint (psuj3). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the psuj3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure that non-recoverable faults and persistent errors, including 40084 and 319, occurred on armnet 2 which occurred previously. This record captures the previously reported issue. The following is from related prid 1693762. Initial troubleshooting consisted of reviewing system logs, performing a hard reboot, and disabling universal surgical manipulator (usm2), which allowed temporary recovery. Error logs indicated that certain nodes were not present at startup and included routed message errors. The system was not considered usable for surgery while in this condition. The procedure was completed with no reported injury.isi followed up with the initial reporter and obtained the following additional information: the procedure could not be completed robotically with all 4 arms due to the malfunction, the surgeon adapted by using three robotic arms and a traditional laparoscopic instrument, ultimately ensuring the procedure was successfully completed without adding or modifying port incisions and without any harm to the patient.additionally, the surgeon performed both a robotic, laparoscopic right inguinal hernia repair with mesh and a robotic, laparoscopic ventral hernia repair with mesh using the da vinci surgical system. The procedures took place on 12/23, with the first procedure starting at 0930 and the second at 1230. Ports were placed prior to the identification of the robotic system issue. When the malfunction occurred, the team attempted a full system reset in the middle of the case, but one of the robotic arms continued not to function. Another full reset was attempted between cases, but the problem persisted. To resolve the issue and continue the procedure, the surgery was completed on the defective da vinci robot by using only 3 of the 4 robotic arms, as one arm was disabled/discontinued due to the malfunction. The fourth port was supplemented with a traditional laparoscopic tool to compensate for the non-functioning robotic arm. The procedure was not converted to another da vinci system or to open surgery, and no ports were changed or increased in size. The patient tolerated the use of a traditional laparoscopic tool well, and there was no injury to the patient.